Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not fill a cartridge properly which allowed air bubbles inside. Additionally, it was reported that multiple minimum fill notifications occurred after filling a cartridge with an unknown amount of insulin. Subsequently, the customer experienced elevated blood glucose (exact value not provided) and was admitted to the hospital. The customer was discharged on (B)(6) 2019. Multiple attempts were made by tandem technical support to obtain details regarding the event; however all were unsuccessful.